Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086 implantable pacing lead, implanted: (B)(6) 2013; 5086 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was placed on a twenty-four hour holter monitor and the results noted a dropped ventricular pace after a normal p-wave. The device remains in use. No patient complications have been reported as a result of this event.